Manufacturer narrative:
Corrected data: e1. The country involved is malaysia instead of taiwan as indicated in the initial medwatch form. The establishment name and address data were correct. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 15 unopened pouches and 2 needles with the tip bent and with a piece of thread attached, in a pot. The needles of the closed samples received have been tested for bending strength and the result fulfills the product specifications: 10.61 nxcm (minimum bending strength specification for this needle: > 8.6 nxcm). We have also checked the used sutures and the needles are bent in the tip area. Checking these needles, we have noticed that there are marks of a needle holder or other surgical instrument in this area. The needle has been damaged during handling and bent in the tip area most probably due to wrong handling. Therefore, we conclude that the needle bent is caused by a wrong handling not according to the instructions for use of the product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Bending strength results on samples tested during production were 10.85 nxcm and 10.52 nxcm in minimum, fulfilling the needle specification. Remarks: as stated in precautions of the instructions for use of the product, care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fiber attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending, breakage. Final conclusion: although the result of the closed samples received fulfils the product specifications, the used needles have been damaged during handling and bent most probably due to wrong handling. Therefore, we conclude that the case is not confirmed due to needle bend defect is caused by a wrong handling not according to the instructions for use of the product. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The customer reported that when the package was opened, the needle was bent. Immediately another one was opened, the needle was also bent.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.